Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection, ¿section 3.3 inspection of the endoscope¿ and ¿section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] -inspection of water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that water tightness was lost due to a pinhole on the air/water tube. It was also observed that the adhesive on the bending section cover had a white-clouded area. Lastly it was observed that the bending section cover, and the image guide protector had a scratch due to physical stress caused by a handling issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope has insufficient air to clear water from the objective lens. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.